Event description:
Unconfirmed deflation.

Manufacturer narrative:
Device was returned and evaluated. Explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing a leak.

Event description:
Deflation resulting in explantation.